Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to verify for battery out of limit alarm or perform rewind basic occlusion, occlusion, prime the excessive no delivery and displacement test due to no button response. No moisture damage inside pump or blank display noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and blank display. Customer also mentioned he had low blood glucose recently. The blood glucose at the time of the incident was 113 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.